Manufacturer narrative:
The insulin pump was unable to prime during prime test and compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing endcap sticker.

Event description:
The customer reported via phone call that they had a motor error alarm. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.